Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While in spd, the side knob on the femoral introducer was found to be cracked.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded radel for the adjust wheel. The material of the adjust wheel changed from radel to avaspire per eco417322 as a running change for future batches. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation and product information was not provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of damage. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded radel for the adjust wheel. The material of the adjust wheel changed from radel to avaspire per (B)(4) as a running change for future batches. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.